Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the smoke. A siemens customer service engineer (cse) was dispatched to the customer site and replaced the power supply. The cse checked voltages on the new power supply and ran daily cleaning and quality control (qc), which were acceptable. The cause of the smoke being emitted from the power supply is unknown. The power supply unit is ul certified. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The instrument was powered off by customer. There are no reports of damage to property, medical intervention, or adverse health consequence due to the smoke being emitted from the instrument.